Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was hospitalized due to diabetic ketoacidosis. Customer reported that issue was due to not being in control of the diabetes properly. Customer declined to be transferred to helpline. Insulin pump would be upgraded.